Event description:
The customer reported that the workstation monitors were all black and the system would not boot up. There is no report of injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system and general purpose operating system batteries were replaced and the boards themselves were reseated. The system was then found to be operating as intended.